Manufacturer narrative:
Results, conclusion: thrombus. (B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful. The patient suffered from target vessel thrombosis of the outflow tract on the same day as the index procedure. The patient was treated with pta of a non-target vessel, and catheter thrombolysis. The investigator reported that the event was possibly related to the study device and procedure, but was not related to the study drug. Reported that the outcome is recovered.